Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was noted at 12.0-12.1 cm and 30.1-30.2 from the helix. The etfe coating was intact at these locations. (B)(6) - no complaint received with return of device. Failure (event) observed during analysis.